Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 26th july, 2023 getinge became aware of an issue with one of surgical lights - hled. Based on photographic evidence the ambient light and parts of the seal were missing from headlight, paint and membrane were chipping from fork and cap was missing from joint of the arms. We decided to report the issue in abundance of caution as any parts and particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 26th july, 2023 getinge became aware of an issue with one of surgical lights - hled. Based on photographic evidence the ambient light and parts of the seal were missing from headlight, paint and membrane were chipping from fork, cap was missing from joint of the arms and label was damaged with missing particles. We decided to report the issue in abundance of caution as any parts and particles falling off into sterile field or during procedure may cause contamination or serious injury. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - hled. Based on photographic evidence the ambient light and parts of the seal were missing from headlight, paint and membrane were chipping from fork, cap was missing from joint of the arms and label was damaged with missing particles. We decided to report the issue in abundance of caution as any parts and particles falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. The keypad peeling off is a normal wear at this location. In the chapter daily inspection before use the user manual mentions to check that the keypad is in good condition. As soon as a default is noticed on the keypad membrane, its replacement must be performed. The film protection is available as spare part. The detachment of the ambient module was caused by a collision or an excessive strain during the cleaning. The hled instruction for use IFU 01601 mentions to perform daily inspections checking that the device has not suffered any impact and any other damage. The hled light head must be used according to the instructions for use. To prevent any degradation it is recommended to avoid collisions and to wipe the surfaces with a moderate effort and with a dry cloth to make sure that no liquid residue is left on the device after cleaning. The end cap of the hled fork fell down. The most probable root cause of this incident is an incorrect mounting of the end cap because it was partially engaged into the fork tube. The fact that a light head leaves the maquet factory with such a partial positioning is highly unlikely. The end cap has been removed and re-installed on site during installation or a maintenance procedure. A shock with another device like a spring arm or main arm cannot be the root cause. This probability was tested without consequences for the end cap. We strongly advise to check similar devices in the hospital in order to check the correct positioning of all end cap forks. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 26th july, 2023 getinge became aware of an issue with one of surgical lights - hled. Based on photographic evidence the ambient light and parts of the seal were missing from headlight, paint and membrane were chipping from fork, cap was missing from joint of the arms and label was damaged with missing particles. We decided to report the issue in abundance of caution as any parts and particles falling off into sterile field or during procedure may cause contamination or serious injury.

Event description:
On 26th july, 2023 getinge became aware of an issue with one of surgical lights - hled. Based on photographic evidence the ambient light and parts of the seal were missing from headlight, paint and membrane were chipping from fork and cap was missing from joint of the arms. We decided to report the issue in abundance of caution as any parts and particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.